Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Customer loaded a new cartridge, and a bolus was delivered to address elevated bg level. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available.